Event description:
The pt was revised because of loosening of the cup that had shifted vertical, metallosis was observed in the superior region of the acetabulum. Doi: unk, dor: 2009 (left side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.